Manufacturer narrative:
(B)(4).

Event description:
It was reported multiple motor stalls occurred following a magnetic resonance imaging (MRI) on (B)(6) 2014 and the patient experienced increased depression at the time of the motor stalls. On (B)(6) 2013 a motor stall occurred at 12:55 and recovered at 14:30 and a second motor stall occurred on (B)(6) 2013 and stopped pump period may exceed tube set occurred on (B)(6) 2013. It was also noted a motor stall recovery occurred on (B)(6) 2014. The pump was being used to deliver baclofen. It was further reported the patient experienced a loss of pain relief and increased pain at the time of the motor stalls. The event was related to the device or therapy and not related to the implant procedure. It was reported interventions included reprogramming and on (B)(6) 2014 the pump was reprogrammed with an increased rate of 9% and the daily dose was increased again on (B)(6) 2014 with an increased continuous rate of 34%. On (B)(6) 2014 the increased continuous rate was 25% for the pump daily dose. The pump was replaced on (B)(6) 2014 26 and the outcome was resolved without sequelae. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found.